Event description:
Customer reported an over infusion of protonix. Customer stated protonix 80mg/100ml was programmed to infuse at 10ml/hour with a vtbi of 80mls. Two hours after the start of the infusion, the pump alarmed and the user noted the entire 100ml had infused. The administration set was evaluated by the user and no leaks or anomalies were identified. The event pump module was not identified. No pt harm or medical intervention required. Although requested, no additional pt or event info provided.

Manufacturer narrative:
(B)(4). Customer stated the pump module will not be returned because the devices were no longer sequestered. (B)(4) clinical engineering evaluated the devices and no issues were identified.